Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Pump settings: res vol 93.8 ml, rate 2.2 ml/hr, given 6.25 ml. Air bubbles were observed in the tubing that extends across the top of the cassette. The patient was not affected.